Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. Integra has requested that the explanted device be retained for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that a pt with a diagnosis of flexible flat foot received an mba implant during a surgical procedure on (B)(6) 2009. The pt was compliant with non weight bearing for about 4 weeks, then began physical therapy. At that point, he had minimal discomfort. With increased physical therapy, the foot was turning in and after 3 weeks he had severe pain. His caregiver denied any trauma or non compliance. The surgeon plans to remove the device on (B)(6) 2010.